Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an occlusion alarm. The customers blood glucose value ranged from 250-292 mg/dl. Reportedly, the customer change supplies to resolved the issue.